Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the inner hose of the motor device had come apart. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the inner hose of the motor device was broken, and the device would not lock the cutter. It was noted that the pawls were damaged preventing the device from locking the cutter. It was further determined that the device failed pretest for visual assessment, and cutter lock assessment. Therefore, the reported condition was confirmed. The assignable root cause of the broken inner hose was determined to be due to wear from normal use and servicing. The condition of the damaged pawls was determined to be due to trying to run the device in the load position. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.